Event description:
A falsely elevate troponin I result of 0.63 ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample was retested on the same instrument and a result of < 0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin I result was misalignment of the r2 and wash probes.